Event description:
This is a non-us event. This occurred in canada. Consumer reported upon attempted removal of a tampon she was unable to locate the string so thought the whole tampon had fallen out in the toilet. Three days later she noticed a vaginal odor so checked inside her vaginal cavity and discovered the tampon. She was able to remove the pledget using the string but she reports the string was shorter than usual. She did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.